Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Product code - the product code was reported to be either 2c8519 or 2c8419. The 510(k) number - the 510(k) number for 2c8519 is k961225. The 510(k) number for 2c8419 is k112893. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the roller clamp of a clearlink solution set was not occluding flow when thought to be completely closed. This occurred during priming, and led to solution leaking out of the set. There was no patient involvement. No additional information is available.